Event description:
It was reported that the patient¿s initial diagnosis was disc herniation. The patient underwent a micro endoscopic discectomy. It was reported that ¿the endoscope used in the surgery was just back from the repair service, but it showed the same troubles which were seen before sending it to service. According to the surgeon, black shadow was seen in the view and it moved by vibration of the scope.¿ no patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. This issue happened due to the fact that the particle which is now seen under the cover glass is a loose particle. The particle changes position by shaking the scope. Such a loose particle is the consequence of the assembling process where not always all the particles can beb prevented and detected.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.